Event description:
An incident was reported where a malfunction alarm with code malf 12 occurred. It is unknown if this issue caused the customer's blood glucose level to exceed 500 mg/dl. Technical support provided information on resetting the pump and assisted the caller with the reset procedure. The malfunction code did not recur, and the customer was advised to continue using the pump and to contact support again if any issues reappeared.